Event description:
A disconnection of IV line and the venous needlen resulted in significant blood loss in the patient. Resuscitation was performed by the dialysis team, and the emergency physician took over, later declaring the patient clinically dead. No additional information was provided.

Event description:
A disconnection of IV line and the venous needlen resulted in significant blood loss in the patient. Resuscitation was performed by the dialysis team, and the emergency physician took over, later declaring the patient clinically dead. No additional information was provided.

Manufacturer narrative:
Customer returned 3 unused samples for the same product code and lot reported.

Event description:
A disconnection of IV line and the venous needlen resulted in significant blood loss in the patient. Resuscitation was performed by he dialysis team, and the emergency physician took over, later declaring the patient clincally dead. No additional information was provided.